Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect resulting in increased baseline pain. The pt felt on the ice on (B)(6) 2011 and broke her arm. Since the fall, the stimulation has not helped the pain in the pt's left leg. The pt can only feel stimulation when lying down. Add'l info has been requested, but was not available as of the date of this report.